Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient is scheduled for an artificial urinary sphincter (aus) removal and replacement procedure. The reason for surgery is unknown at the moment. No more information is available at the moment. Additional information received. The aus was explanted and upon removal a tiny hole in the cuff was neck was discovered. A new aus system was implanted. No information about the patient's outcome was provided.

Manufacturer narrative:
E1: initial reporter facility name updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient is scheduled for an artificial urinary sphincter (aus) removal and replacement procedure. It was further reported that the aus was explanted and upon removal a tiny hole in the cuff neck was discovered. A new aus system was implanted. No information about the patient's outcome was provided.